Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 reported false positive flu b result for 1 symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also communicated an additional 28 patient events which are documented in separate reports.